Event description:
On (B)(6)2009, it was reported to maquet inc.'s service representatives by the hospital, that the cupola yolk unscrewed from the support arm and was hanging from wires. No injuries were reported and the light was not in use at the time of event. (B)(4).

Manufacturer narrative:
On (B)(6)2009, maquet inc., service representatives visited the customer site to investigate the incident. The service representatives were told the light head had unscrewed from arm and was hanging from its wires. Prior to their arrival, the hospital's engineering group attempted to screw the light back on, but could not make the lamp function. Maquet inc. Service repaired the wiring in the arm and was able to make the lamp function to factory specifications. Analysis of the failure focuses upon the stop pin in the collar behind the cupola. It is believed this pin had broken due to improper usage. With the pin missing, the cupola would be able to slide out of the support arm mounting in a manner consistent with this incident. Due to the age and deteriorated condition the light, maquet inc. Service recommended that the customer replace the lamp as a preventative measure.